Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the configuration was reset, deleted, or not the correct configuration version for the respective firmware of the pump, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: catalog number, serial number, UDI, and h4 are unknown, corrected data: h6: health effects, clinical signs and symptoms or condition.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two pumps with issues. The first had a system advisory message and the second displayed 'syringe plunger not in place. No patient injury reported.